Event description:
A customer reported a temperature alarm issue with their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was under warranty, and it was confirmed that the pump was charging with tandem supplies at the time of the alarm. Tandem technical support decided to initiate a return merchandise authorization (RMA) for the pump. The customer will continue using their current pump and was instructed on how to put the problematic pump into storage mode before returning it using a prepaid label within ten days.